Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll australia for evaluation. During disassembly of the device to determine root cause, the technician observed external damage consistant with the device being dropped. An internal inspection found a conductor cable was misaligned to the control board connector. The cable was reseated to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.